Manufacturer narrative:
The previously submitted MDR inadvertently stated that the clinic notes reported that the generator showed near end of service while actually the clinic notes also stated that the battery pictogram showed full green. Thus, the near end of service allegation was likely a clinical end of service allegation with no end of service flag actually having been seen.

Event description:
Clinic notes were received indicating that the vns patient¿s device showed high impedance and a near end of service condition during an office visit on (B)(6) 2015. The patient¿s device was subsequently disabled. The patient had been experiencing an increase in seizures for a month prior to the office visit and pain in her left ear for a week prior to the office visit. X-rays were taken and were reported by the physician to be unremarkable. The patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted lead; therefore, no analysis can be performed. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Analysis of the explanted generator was completed. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the analysis lab, the device output signal was monitored for more than twenty-four hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was measured as 3.017 volts, showing an ifi=no condition. The clinic notes in the previously reported MDR stated that the generator was near end of service. However, this was likely a clinical end of service allegation, as the clinic notes also stated that the generator pictogram showed full green battery. The data downloaded from the returned generator showed that the impedance changed from a normal value (4640 ohms) to a high impedance value (6625 ohms) on (B)(6) 2015.